Event description:
The facility rep reported a fail code 814:04 on channel a. Info was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain info, details were not available additional contact info. The hosp rep stated that there were no reports of pt injury or medical intervention.